Event description:
It was reported during the operation, the stitching part of the instrument was broken. The procedure and technique were observed. The fragment was removed from the patient's soft tissues and disposed of. No patient injuries were reported. No sample available.

Manufacturer narrative:
Due to no product return the complaint could not be evaluated or confirmed by the investigator. A device history records review was performed by querying historical data of the non-conformity and complaint databases. Complaint history search revealed no quality issues for the complained lot.